Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was done under general anesthesia. The patient had a computerized tomography (CT) scan for simulation, in which the hydrogel was unusually placed. Upon further inspection, the hydrogel was noted to have been injected slightly under the prostate capsule. The hydrogel was actually mostly in the peripheral zone of the prostate, but no rectal wall infiltration (rwi) was noted. The patient has been reported to be asymptomatic. It was noted that the physician preferred, as far as next steps, to proceed with moderate hypofractionation therapy.